Event description:
The complainant reported a 59-year-old male noted as high risk coronary intervention was implanted with an impella cp device for mechanical circulatory support. During impella support, there was blood leaking around the connection between the catheter plug and shaft. The bleeding was uncontrollable so the impella was removed.

Manufacturer narrative:
The impella device was received for evaluation. Upon investigation completion, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smart assist system. Section: general patient care considerations. ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output. Use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events. ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The investigation for the access site bleed and product damage has been completed. Data logs are not relevant to the investigation as the complication occurred immediately after insertion. Returned product was investigated. The red handle was opened and it was full of blood. Then, the catheter was inspected, and a puncture hole was found right around the 80 cm mark. Based on the puncture in the catheter on returned product, the root cause of the product damage was determined to be a use issue. The root cause of the access site bleed could not be determined without additional information. Corrections to the initial MFR report: d4-UDI number.